Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luck lock unlocked inadvertently. The contact did not report any blood glucose value. The customer successfully delivered a test bolus and reported to see insulin drops at the end of the infusion set tubing.